Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Impossible to without leaving shreds of cotton behind - vagina [foreign body in reproductive tract] . Uncomfortable - vagina [vulvovaginal discomfort] . Tampons are uncomfortable [medical device site discomfort] . Tampon uncomfortable to remove [complication of device removal]. They open sideways - tampons [device physical property issue]. Tampon leaving shreds of cotton [device breakage]. Case narrative: consumer reported via rr that tampon opens sideways and leaves shreds of cotton behind. No serious injury reported.